Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. 510k#: k090432 pending approval. Device history records review was conducted. The report indicates that the: DHR review for: part number: 07.702.016s, synthes lot number: 7c53190, manufacturing location: (B)(4), supplier: (B)(4), release to warehouse date: 14.jun.2017. Expiry date: 01.mar.2020. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation summary: the manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in austria as follows: it was reported, that vertecem v+ mixing handle could only be moved with a great amount of force. There were no patient consequences. This complaint involves 1 part. This report is 1 of 1 for (B)(4).